Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, cloudy effluent and fever. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On an unreported date, while hospitalized, the patient began treatment with vancomycin and cefepime (dosages, routes, durations and frequencies not reported) and narcotic pain medication (intravenous, dosage, duration and frequency not reported) for peritonitis. The patient was discharged from the hospital after four days. One day after discharge, the patient was prescribed vancomycin (1 gram, intraperitoneally, every five days, duration not reported) for peritonitis. On an unreported date, the patient was also prescribed gentamicin (40mg x 2, 20mg x 8, every other day, route and duration not reported) for peritonitis. The treatment with vancomycin and gentamicin was ongoing. At the time of this report, the patient was recovering from the peritonitis. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.